Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse replaced the diluent filters, resolving the leak. The fse also performed acetic acid decontamination procedure to resolve the plt startup failures. (B)(4).

Event description:
The customer reported the platelet (plt) backgrounds were failing upon startup and less than 5 mls of clear fluid leaked from the probe of the coulter ac·t diff analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.